Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the rear therapy electrodes. The area was described as an open sore that had been oozing. Multiple attempts to follow up on the condition of the irritation were unsuccessful. There is no indication that the patient received any medical intervention. The final medical outcome of the irritation is unknown.